Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/21/2015, the reporter contacted animas, alleging that the insulin on board reading was incorrectly calculating the remaining insulin available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was returned with the insulin on board setting on with a duration of 3 hours. The black box showed several boluses that were executed within the set 3 hour duration on (B)(6) 2015 involving a 3.0 units at 19:06, a 7.1 units at 19:25, 3.0 units at 20:03 and then 10.4 units at 22:03. A test was performed with a10 unit bolus and a duration period of 3.0 hrs. After the 3.0hrs the iob status was 0.00 units and this was accurately reflected in the iob status. The pump's iob feature was found to functioning properly.